Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The drill bit broke.

Manufacturer narrative:
Examination is not possible because the instrument was not returned. A lot code to determine a manufacturing age was not provided. A two year complaint database search against this product code finds no trend for failure where manufacturing or design was a factor. The investigation is unable to draw any conclusions without product examination. A need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.